Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse ordered a new probe and delivered it to the customer. The fse stated the probe is plug and play and will be installed by the biomed. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
Was reported by the customer that the cardiosave intra-aorta balloon pump (iabp) probes were not working on the doppler. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported by the customer that the cardiosave intra-aorta balloon pump (iabp) probes were not working on the doppler. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.